Event description:
Olympus medical systems corp. (Omsc) was informed from distributor that error u509 occurred while using the product during hemorrhoid surgery. The intended procedure was completed with another device. In the subject device, the inner part of the grip is burnt and discolored black, and the tissue pad is in a state of being considerably reduced due to the progress of wear. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed, the product name was sb-0510ic. Lot no. 11k supplementary information was 12. There was a mark on the probe that came into contact with the grip. There was a mark of contact with the probe on the grip. The tissue pad was heavily worn. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe had contact marks which indicated that the probe and the grasping section came into contact. The grasping section had contact marks which indicated that the probe and the grasping section came into contact. The tissue pad was severely worn out. Investigation was carried out by connecting an aomori olympus usg-400, td-sb400 and the returned device. The probe check was conducted, and result indicated no abnormalities. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. 1) ultrasonic output was performed with a thick and hard tissue gripped by the tip of the grip. 2) the probe and the tissue pad came into contact at the rear end of the device, causing the tissue pad to wear out severely and contact marks. 3)the output was activated continuously in state of "no2" description. This might have applied a force to the probe, probe damage error (error code: u504) and the ultrasonic amplitude anomaly error (error code: u509) occurred. The above device handling has warned in the instruction manual.